Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system is approved for magnetic resonance imaging (MRI) and was performed with a safety protocol. It was noted that the shock measurements was less 100 ohm pre-MRI. After the ICD system was removed from the MRI protection mode, it was observed out of range shock measurements. It was confirmed that this system was functioning as intended. The plan is continue monitoring. No patient adverse events related have been reported. This system remains in use.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system is approved for magnetic resonance imaging (MRI) and was performed with a safety protocol. It was noted that the shock measurements was less 100 ohm pre-MRI. After the ICD system was removed from the MRI protection mode, it was observed out of range shock measurements. It was confirmed that this system was functioning as intended. The plan is continue monitoring. No patient adverse events related have been reported. This system remains in use. Additional information received indicates that the right ventricular (rv) lead exhibited high out of range shock impedance measurements and high capture thresholds. Which was believed to be caused by calcification or tissue. Additionally, it was noted a recorded signal artifact monitoring (sam) episode disabled due to one sec of electromagnetic interference (emi) noise. No patient adverse events related have been reported. This system remains in use.

Manufacturer narrative:
The device and the new information were already updated.